Event description:
Stent on balloon was advanced towards the distal vessel a few times. When stent was being withdrawn into towards the guiding catheter, the stent came off the balloon. Stent became trapped outside another stent.no injury to patient, was removed.